Event description:
(B)(4). This device case, which does not include an adverse event, reported by a pharmacist who contacted the company to report a product complaint, regards a patient of unspecified gender and origin. The patient was using an unspecified medication for the treatment of an unspecified indication. On (B)(6) 2012 it was reported that the humapen memoir insulin delivery pen had missing segments on the display. The number zero resembled the letter d. This humapen memoir was associated with product complaint (B)(4) / lot number 0910c03. The user and the user training status were not provided. Device duration of use was not provided. Return of the pen is anticipated. Update (B)(6) 2012: additional information was received on (B)(6) 2012 from the global product complaint database: added the product return date, added the device specific safety summary text to the product tab, updated the EU/ca fields and the medwatch fields.

Event description:
(B)(4). This device case, which does not include an adverse event, reported by a pharmacist who contacted the company to report a product complaint, regards a patient of unspecified gender and origin. The patient was using an unspecified medication for the treatment of an unspecified indication. On (B)(6) 2012 it was reported that the humapen memoir insulin delivery pen had missing segments on the display. The number zero resembled the letter d. This humapen memoir was associated with product complaint (B)(4) / lot number 0910c03. The user and the user training status were not provided. Device duration of use was not provided. Return of the pen is anticipated.

Manufacturer narrative:
Complaint suggestive of reportable malfunction/incident. Will investigate further. A follow-up report will be submitted when the final evaluation is completed.

Manufacturer narrative:
Narrative field: new, updated and corrected information is referenced within the update statements. Please refer to update statement dated (B)(6) 2012. No further follow-up is planned. Evaluation summary a pharmacist reported on behalf of a patient that there were segments missing in the dose display of their humapen memoir. A detailed investigation of the returned device (batch 0910c03, manufactured october 2009) found missing segments in the dose numbers when the temperature was elevated to approximately 35 deg c and determined the root cause to be a deficient bond between the lcd cable and the lcd glass. Both a batch record review and a house sample review did not identify any manufacturing batch related potential causes. The reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs that if any part of the pen display is missing do not use pen. It further instructs that if the display is not working correctly to contact lilly or your healthcare professional. A corrective action was implemented in q3 2010 beginning with batch 1007c01 in which an additional on-line control station was added to further improve detection of missing segments. In addition, a corrective action was implemented in q1 2012 beginning with batch 1109c01 to enhance controls of the cable bonding process to the lcd unit and to replace the existing memoir lcd cable to improve the lcd cable robustness. Improper use and storage - there is no evidence of improper use.